Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019 he performed a sensor scan, received an unspecified ¿high¿ result, felt his ¿energy drop¿ and subsequently lost consciousness. Customer was transported to a hospital. At the hospital the following readings comparison were performed: sensor: 15.6 mmol/l (281 mg/dl) vs meter: 1.3 mmol/l (23 mg/dl) and sensor: 6.2 mmol/l (112 mg/dl) vs meter: 5.0 mmol/l (90 mg/dl). A hcp reading of 1.1 mmol/l (20 mg/dl) was also reported but it is unknown when it was received. Customer was diagnosed with hypoglycemia, but the reported hcp treatment was insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. Multiple, unsuccessful, attempts have been made to clarify details in the case. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019 he performed a sensor scan, received an unspecified ¿high¿ result, felt his ¿energy drop¿ and subsequently lost consciousness. Customer was transported to a hospital. At the hospital the following readings comparison were performed: sensor: 15.6 mmol/l (281 mg/dl) vs meter: 1.3 mmol/l (23 mg/dl) and sensor: 6.2 mmol/l (112 mg/dl) vs meter: 5.0 mmol/l (90 mg/dl). A hcp reading of 1.1 mmol/l (20 mg/dl) was also reported but it is unknown when it was received. Customer was diagnosed with hypoglycemia, but the reported hcp treatment was insulin. There was no report of death or permanent injury associated with this event.